Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at upper buttocks, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin. No further information available